Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via social media, a patient reported they were a training model at a training seminar and were injected into the cheeks with an unspecified juvéderm product, and they are ¿unhappy with the results.¿ the patient additionally experienced ¿jaw pain which has subsided, sinus headache, and sinus issues.¿ the patient additionally reported they were a training model at a training seminar and were injected in the cheeks with juvéderm voluma® xc. The same day the patient was concomitantly treated with botox®. The patient stated they were not made aware prior to the treatment that ¿people with autoimmune diseases need to practice caution.¿ the injector never told the patient that nor asked them. They only found out when they heard the instructor say how important it is to ask a patient. This made the patient scared, but they were too scared to tell anyone to stop. Ever since getting cheek filler, the patient has had ¿jaw pain (probably because they hit a nerve)¿ which has subsided and also had a huge sinus headache and since then have had a persistent foul odor in nose that has not gone away. The patient is seeking ¿to get this professionally dissolved free of charge.¿ symptoms are ongoing.